Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia leading to diabetic ketoacidosis. The customer's blood glucose level was 73 mg/dl and 700 mg/dl at the time of incident and vomiting. The customer reported that they had to replace the battery from time to time and maybe the reason why she was not absorbing the insulin by that time. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).